Event description:
Protime machine re-call per manufacturer.

Event description:
This is a follow-up to a letter written on 12/20/2007, regarding problems with itc's avoximeter. Itc acknowledges that they have been selling the oximetry device without having completed the design transfer from avox systems, a company which itc purchased. A critical part of this design transfer that is missing is software controls. Itc has sold instruments made by avox systems since may 2007, and instruments made at itc since september 2007. Devices have been sold by itc without any knowledge that the software in the instrument matches what avox sold, or even gives accurate results. A customer complaint for two instruments giving out of range low results because they were shipped out in diagnostic mode after being repaired by itc. There are instruments known to have been shipped in diagnostic mode, and any new or repair instrument processed before 12/21/2007 is suspect, with that being the date when engineering change order required that qc check that diagnostic mode is turned off before shipment. I believe that actions taken by itc regarding the avoximeter are unethical, violate good practice, and endanger pt safety. I am deeply concerned that a person will be misdiagnosed or mistreated because an incorrect result on an avoximeter, and I implore the FDA to investigate these problems.